Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained though good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.

Event description:
It was reported that the patient presented to their physician for non-surgical repositioning of the pump component of this artificial urinary sphincter (aus) for unspecified reasons. It was reported that it was unknown whether the patient was anesthetized for the procedure. No patient complications were reported.